Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the force bipolar instrument were misaligned and instrument was not grasping properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 14.08mm x 4.60mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. In addition, the instrument was found to have a broken grip at the grip base. A piece approximately 14.08mm x 4.60mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding the jaws are misaligned and not grasping tissue properly, was confirmed by failure analysis.